Event description:
A customer observed imprecise vitros phbr quality control results (44.4, 72.1, 73.6 vs. Expected results= 59.3 ug/ml) from a vitros tdm pv iii control fluid while using a vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient samples were affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained from a vitros tdm pv iii control fluid using a vitros 5600 system. An ocd field engineer performed service actions on the incubator ring subsystem of the analyzer. Pre-service precision testing indicated that the analyzer was not performing as expected at the time of the event. Following service actions, expected operation was achieved. The investigation concludes that the most likely cause is instrument related. There is no indication that a reagent issue contributed to the event.